Event description:
A mandatory medwatch was received from the customer that stated: "respiratory arrest due to dilaudid drug over-delivery." The customer was contacted for add'l info. At 10:54 am, the pump was initially programmed to deliver 1 mg/ml of dilaudid at a continuous rate of 0.1 mg/hr, pca dose of 0.2mg, pt lockout of 8 minutes and four hour limit of 3.5mg. The pt continued to complain of pain. At 12:20 pm the continuous rate was changed 0.2 mg/ml and a loading dose of 0.3 mg was given. At this time, a four hour limit was not selected. The pt was requesting pain medication and the pt lockout functioned as intended; however, there was no four hour limit selected, and the pt became sedated. At 3:00pm the pt experienced a respiratory arrest. Investigations required for the respiratory arrest were not specified. Though requested, there was no further info available.